Event description:
It was later reported patient has followed up appointment on (B)(6) 2015 with health care provider. The steps taken to resolve the shocking sensation and the pain at the stimulator was to rest, after a long road trip and to take aleve medication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was getting sensitivity from the implantable neurostimulator (ins) area as well as tenderness and soreness. It was reported that it kind of gave her a little shock and "zing" sensation when she was sitting down at a 4 hour concert. The patient was wondering if this might be caused from sitting on the ins site more than usual during travel. There were no signs of redness or warmth at the ins site. The patient also reported pain at the ins site. The patient mentioned that the symptoms seem to be improving but she wanted to know if these symptoms are normal. The patient indicated that the shocking sensation was possibly related to positional movement as the patient stated she was sitting during a 4 hour concert when it occurred. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.